Manufacturer narrative:
(B)(4).

Event description:
It was reported that the passed away. The cause of death is unknown.

Manufacturer narrative:
(B)(4). Additional information received concerning cause of death.

Event description:
A health care professional reported that the patient passed away in hospice due to other medical issues unrelated to the pump.